Event description:
It was reported by the distributor that a customer in france received an alert indicating the cartridge was empty when it was actually full. There was no reported impact to the customer¿s blood glucose level. Upon investigation, no alerts or alarms were found in the pump's history, and the pump successfully loaded a cartridge and delivered a bolus without issue during a system check, indicating it was in working condition. The device is being returned for further inspection, and a replacement pump with a different serial number has been provided.